Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button effectively and ensured that the customer was not using a power source. Despite these efforts, the button issue persisted, so a replacement pump was arranged. The customer continued to use the pump for insulin therapy.